Manufacturer narrative:
Product analysis summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away shortly after receiving and implantable cardioverter defibrillator (ICD) system implant. Follow up to clarify a cause of death was attempted to no avail.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.